Event description:
The product was used during a laparoscopic cholecystectomy procedure. Reportedly, the instrument broke. The hosp has reported no pt injury occurred.

Manufacturer narrative:
1/6/1998-supplemental report #1 submitted to FDA. Quality assurance is unable to confirm for the reported condition as the instrument was returned fully fired.